Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2018-06631. It was reported the patient experienced high impedances. During the ipg replacement procedure (reference MFR. Report# 1627487-2018-06584) system diagnostics determined high impedances. The physician took off the extensions and directly inserted the leads into the ipg which showed normal impedances. As a result, extensions were explanted and replaced with another model which resolved the issue. Effective stimulation was restored postoperatively.